Manufacturer narrative:
Device evaluation: 1 x gepd-7-9 of unknown lot number in this complaint was unavailable for return to cirl for evaluation. (B)(4) were all opened from this complaint (B)(4) (report reference number (B)(4)) deals with the placement of the initial gepd-7-9 device with an incorrect wire guide. (B)(4) (report reference number (B)(4)) deals with the breaking of the initial gepd-7-9 device on removal due to the user error of the device exceeding the maximum 3 month indwell period in the patient. (B)(4) (report reference number (B)(4)) deals with the placement of another gepd-7-9 device with an incorrect wire guide to finish the procedure. Prior to distribution all gepd-7-9 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the gepd-7-9 device could not be completed as the lot number is unknown. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. As per information supplied it was confirmed that an incorrect wireguide was used with this device, however the lot number of the device could not be confirmed. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Imdrf annex g code: g07001 - part/component/sub-assembly term not applicable. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was noted on the (B)(6) 2021, that the outcomes attributed to ae in section b of the previously submitted MDR had selected 'required intervention to prevent permanent impairment/damage (devices), his supplement is a correct report as there were no adverse event this is a malfunction report.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
End of (B)(6) 2020: the user placed the geenen pancreatic stent in the pancreatic duct using a 0.025 inch wire guide.((B)(4))on (B)(6) 2020: to remove the geenen pancreatic stent, the user grasped the stent with a snare and pulled, but the stent broke at the grasping site. The separated part fell in to the duodenum and the user did not remove it since he assumed it would be passed(excreted) in the stools.((B)(4)) he placed another stent (gepd-7-9 / lot unknown) using a 0.025 wire guide and completed the procedure.((B)(4))additional information provided on 19/jan/2021:micro-tech's cold snare (cs3-11523230) was used to remove the geenen pancreatic stent. This snare is sharp as it's for cold polytectomy, so the rep is suspecting using this snare could cause the stent breakage.the patient did not experience any adverse effects due to this occrrence.